Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was admitted on (B)(6) 2019 due to a drop in hemoglobin. The patient presented without symptoms or lvad alarms. While admitted, treatment included one unit of packed red blood cells and intravenous iron. The patient was discharged on (B)(6) 2019. At the time of anemia diagnosis the patient's inr was noted to be 2.3. Following discharge the patient had an outpatient gi capsule. The study resulted without evidence or course of bleeding, only non-specific gi erythema. The patient was reportedly stable with vad working as intended.